Manufacturer narrative:
The root cause of this complaint was not determined.

Event description:
An onkos sales representative reported that a 73-year-old male patient with an eleos proximal femur replacement underwent revision surgery on (B)(6) 2025 due to alleged periprosthetic joint infection.